Event description:
Distributor called to report even with no syringe, no movement of the leadscrew. The driver arms are not at the end of travel.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusioncan be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.